Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 180 to 220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/26/2016 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in stating his meter was displaying lo. Customer states he stopped using the meter for a couple of months and has not used it since then, but noticed the memory gave him an lo reading. Customer does not recall if the readings are fasting or non-fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip (B)(4). Correction: device was returned on 3/13/2017 and was evaluated by manufacturer.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 180 to 220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/26/2016 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in stating his meter was displaying lo. Customer states he stopped using the meter for a couple of months and has not used it since then, but noticed the memory gave him an lo reading. Customer does not recall if the readings are fasting or non-fasting.